Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. This patient¿s infection can be attributed to a break in aseptic technique during pd therapy as reported by a medical professional. This is further evidenced by the presence of a microorganism that is part of the normal flora of human skin and mucous membranes. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2024, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service that peritonitis was experienced. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with corynebacterium (species unknown) and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in aseptic technique during pd therapy at home. The patient was prescribed intraperitoneal (ip) vancomycin and ip gentamycin (dosages and frequency not reported) to address the infection. The patient was transitioned to hemodialysis (hd) through a newly placed central vascular catheter on a hospital provided hd device (unknown brand and model) due to the nature and severity of infection. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with a plan to return to pd on the same liberty select cycler upon resolution of her infection.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On (B)(6) 2024, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service that peritonitis was experienced. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6)2024 presented with corynebacterium (species unknown) and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in aseptic technique during pd therapy at home. The patient was prescribed intraperitoneal (ip) vancomycin and ip gentamycin (dosages and frequency not reported) to address the infection. The patient was transitioned to hemodialysis (hd) through a newly placed central vascular catheter on a hospital provided hd device (unknown brand and model) due to the nature and severity of infection. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with a plan to return to pd on the same liberty select cycler upon resolution of her infection.